Event description:
It was reported that the device had a piece fall into the patient during a lap supracervical hysterectomy procedure. They were able to get the piece out. They did not need to open up another instrument. There were no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the 35nlt device was returned with the outer gasket torn and missing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.